Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00301 on 16nov2022. Additional information (23nov2022): the original precision that was performed ran high. However, a second precision check ran with acceptable results listed in the instructions for use for atellica ch tacrolimus. Regarding tacrolimus stability in pretreated samples, once the pretreated samples are ready they should be run right away with no more than 30 samples at a time should be pretreated to reduce evaporation. Siemens is continuing investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00301 on 16nov2022. Siemens filed the supplemental MDR 2432235-2022-00301_s1 on 20dec2022. Additional information (09jan2023): there were no product non-conformances identified with the analyzer or the reagent. The instrument data was reviewed and there is no indication of any systemic electro-mechanical or fluidic performance issues that would impact the tacr test performance. The instrument and chemistry data showed no abnormality in reagent reaction performance or calibration to indicate an issue with the reagent or the calibrator. The tacrolimus assay requires a technique-dependent manual sample pre-treatment that can produce the results as described initially. Siemens could not rule out an operator issue with the process, the required use of a positive displacement pipette, or aged methanol. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed tacrolimus patient sample result (1 patient) was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). A new sample of the patient was repeated on an alternate atellica ch 930 instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tacrolimus patient sample result.

Manufacturer narrative:
An outside of united states (ous) customer reported a falsely depressed tacrolimus patient sample result (1 patient) obtained on an atellica ch 930 instrument. The quality controls (qc) and calibration were in range at the time of the event. Customer stated a reagent mix test was compliant after adjustments and alignments to the changed reagent mixer. Siemens is investigating the issue.